Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was not charging pump battery. Cable was replaced to resolve the issue. There was no reported adverse impact to customer's blood glucose.